Manufacturer narrative:
(B)(4). Sw 4.11e. Retainer ring = black. Customer complained about the unit having a crack on the back and the buttons get stuck on event date of (B)(6) 2021. Insulin pump passed displacement test and selftest. Tested with a test p-cap and the test p-cap locked in place properly. Intermittent button responses on the down and select buttons. Insulin pump passed the keypad voltage test. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Insulin pump was confirmed for cracked case at belt clip rail corner which is on the back. The buttons were confirmed for no button response anomaly and not stuck button anomaly. Intermittent button responses due to broken traces (partial open with ohm check readings from 5 - 50 ohm fluctuations) on pins 1 and 8 of the keypad flex tail traces.

Event description:
Information received by medtronic indicated that the battery compartment was damaged and insulin pump was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis